Event description:
The caller stated the tracheostomy tube was placed in the pt on (B)(6) 2011 and on (B)(6) 2011 the ventilator was alarming. Caller stated that the nurse tried to add air to the trach and it would not inflate. The spo2 decreased during the reintubation of the pt but no treatment was needed and pt tolerated well.

Manufacturer narrative:
The sample was received and evaluated. Visual examination revealed a cut to the body of the cuff. Mfg has concluded that this type of damage is not related to the mfg process. If damage of this magnitude was present at time of mfg it would have been detected during the 100% inflate/deflate test and removed from the lot. This type of damage can be indicative of the cuff coming in contact with a sharp object or anatomical anomalies of the pt's airway such as sharp edges of cartilage.